Event description:
It was reported by the consumer that after inserting a new set of lenses they noticed a hole in the center of a lens and felt eye pain/discomfort. The consumer visited an urgent care where they were diagnosed with a corneal ulcer (os) and prescribed vigamox 0.5% (q1h) and bacitracin-polymyxin (ointment). The urgent care referred the consumer to an ophthalmologist specialist. A reasonable and good faith effort was made to obtain additional information from both the consumer and the urgent care without results. This event is being reported out of an abundance of caution, based on the alleged diagnosis and the rx prescribed and the frequency.